Event description:
A 28mm x 16mm diameter x 16.5cm length medtronic aneurx bifurcated stent graft was implanted for the endovascular treatment of an abdominal aortic aneurysm in 2000. It was revealed that at the time of implant, a proximal seal was not effective due to a heavily calcified aortic neck. It was noted that the physician felt the leak would seal with time. Four months later the pt was converted to open surgical repair of the aneurysm. The pt was reported to be fine post procedure and there is no add'l sequelae reported to the event. Despite many repeated attempts to get more info regarding this event, there is no further info obtainable from the user facility or physician. The device has not been returned to medtronic ave for eval.

Event description:
The explant investigation and analysis concluded that there is inadequate info available to determine the exact cause for the alleged leak; however, with the info available, a proximal type 1 endoleak is most likely due to the ineffective proximal seal and the heavy calcification in the aortic neck noted by the physician. The stent graft fracture noted on the illac section of the stent graft occurred due to an overload and not the likely cause of a leak. The suture holes caused by discrete suture breaks could cause a type iii leak (transgraft flow); however, it is noteworthy that the suture holes were unremarkable.